Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 45-year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 5 years 4 months after insertion of essure. The patient was hospitalized for 3 days. The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 5 years 4 months after insertion of essure. The patient was hospitalized for 3 days. The patient was treated with resuscitation. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tubes perforation"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal / pelvic cavity") in a 45 year-old female patient who had essure inserted (lot no. 958710). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("endometrial ablation performed concomitantly with the essure micro-insert implantation"). The patient had a medical history of hypertension, gestational diabetes mellitus, parity 1, gravida ii, smoker (yes ½ pack/day¿16 years), blood pressure high, adhesive tape allergy, c-section, normal delivery (live child) and premature birth. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain "), hypersensitivity ("allergic reaction "), genital haemorrhage ("excessive bleeding "), pregnancy with contraceptive device ("unintended pregnancy/32 weeks pregnant"), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes "), alopecia ("hair loss"), tooth loss ("tooth loss "), mood altered ("mood changes"), anxiety ("anxiety "), depression ("depression") and hypertension ("hypertension"). The patient was treated with surgery (essure removal,hysterectomy). At the time of the report, the fatigue was resolving. The outcomes for fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, hypersensitivity, genital haemorrhage, pregnancy with contraceptive device, headache, autoimmune disorder, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and hypertension were unknown. Essure was removed on (B)(6) 2017. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, hypertension, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: reporter information, patient information, non drug treatment, medical history added.new event added:hypertension. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal / pelvic cavity') in a 45-year-old female patient who had essure (batch no: 958710) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain "), hypersensitivity ("allergic reaction "), genital haemorrhage ("excessive bleeding "), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes "), alopecia ("hair loss"), tooth loss ("tooth loss "), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, hypersensitivity, genital haemorrhage, pregnancy with contraceptive device, headache, autoimmune disorder, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal / pelvic cavity') in a 45-year-old female patient who had essure (batch no. 958710) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain "), hypersensitivity ("allergic reaction "), genital haemorrhage ("excessive bleeding "), headache ("headaches"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes "), alopecia ("hair loss"), tooth loss ("tooth loss "), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, hypersensitivity, genital haemorrhage, pregnancy with contraceptive device, headache, autoimmune disorder, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2021: legal claim received. Lot number received. Events added: chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal / pelvic cavity, perforation of the uterus, uterine/fallopian tubes/other organs perforation, allergic/auto-immune reactions, headaches, chronic fatigue, weight changes, hair/tooth loss, mood changes, anxiety, depression). The event medial device removal was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.